Event description:
It was reported that the pt underwent spinal surgery for treatment of spondylisthesis with tlif at l5-s1 with titanium cage and posterior rod/screw fixation. Sometime post-op the cage backed out and the pt complained of pain. Pt underwent a revision surgery to remove and replace the interbody device.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to spec. Unable to determine cause of the event.